Event description:
Patient was revised to address osteolysis and poly wear of the insert and patella. It was noted that there was massive posterior erosion which caused the femur and tibial components to rub together, causing burnishing on the femur.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Update: (B)(6) 2012- pfs and medical records were received from legal. Part/lot information was identified. The records indicated a doi of (B)(6) 2009. Records are available for further review. The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the provided product and lot combinations since their release for distribution. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot code required were not provided. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a; rev. C. It was communicated that no additional information would be made available. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.